Event description:
It was reported that the preloaded intraocular lens (iol) was torn and scratched by the surgeon. The issue was noticed during implantation /application. The lens was implanted removed and replaced with another lens in the same procedure. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Section a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 27, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the plunger rod was partially advanced and the lens was stuck in the cartridge. Ovd was observed inside the cartridge; no damage was observed. The lens module, handpiece, and plunger rod were all inspected revealing no issues. No visible damage could be observed on the lens that was stuck in the cartridge, however the lens could not be removed from the cartridge without damaging the lens. No further issues were identified. The complaint issue were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Therefore, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.